Manufacturer narrative:
Concomitant medical products: dtmb2q1, crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent right atrial (ra) lead undersensing was observed. In addition, the cardiac resynchronization therapy defibrillator (crt-d) was identifying true ventricular tachycardia (vt) episodes as supra ventricular tachycardia (svt) via atrial fibrillation (af)/atrial flutter. The ra lead and crt-d remain in use. No patient complications have been reported as a result of this event.